Event description:
A biomedical tech called fresenius technical support for info after a pt event occurred during a chronic hemodialysis treatment. He reported a pt's arterial blood line collapsed during treatment thought to be as a result of a clotted fistula needle (streamlines by nxstage/medisystems line was in use). The clinical staff reported to him the fistula needle "occluded" and the blood coagulated in the arterial line. The machine did not alarm and the blood pump continued to run. The treatment was stopped and the blood was not returned to the pt. Estimated blood loss approx 100 ml. The machine was pulled from service for eval. According to the biomedical tech, a simulate dpt treatment was performed. When the arterial blood line was kinked, the machine alarmed and the blood pump stopped as expected. He did not find any malfunctions. Follow up was done with the charge registered nurse. According to the nurse, this pt had a history of arteriovenous fistula (avf) stenosis making cannulation difficult and contributed to the clotting of the blood lines and the loss of blood. The pt had a recent history of rectal bleeding and blood loss from repeated cannulations. Prior to this event, the hemoglobin was 7.4. After the event, the hemoglobin was 6.6. The pt successfully completed treatment on another machine. He received 2 units of blood via transfusion 4 days later due to the aforementioned low hemoglobin and associated blood loss from this event. The pt subsequently had an indwelling chest catheter placed due to the poorly functioning avf and continues on hemodialysis without issue.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical dept is in the process of requesting pt med records and treatment data info regarding the reported event. The MFR of the streamlines blood lines will be notified. A supplemental medwatch report will be submitted upon completion of the investigation.